Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported displacement of the proximal extension after deployment during withdrawal of the delivery system. The partial coverage of the left renal artery with left renal artery stent placement is confirmed. Device, user, procedure, or anatomy relatedness of this event could not be determined; angiogram did not have imaging of the suprarenal device position prior to deployment and the resultant placement with respect to the renal arteries. The procedure-related harm identified was implantation of a left renal stent. The final patient status was discharged home on the third post-operative day in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming that the physician elected to implant an abbott (non-endologix) 6x19 bare stent into the left-side renal to treat the displaced afx vela suprarenal; the bare stent was placed during the initial implant procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial procedure and after the suprarenal afx device was deployed, the graft moved upward (encroaching on the left renal) when the delivery system was removed. The physician attempted to pull the graft down with a coda balloon but was unsuccessful. A wire was then advanced into the left renal and the delivery system was successfully removed. No damage was caused to either device during the procedure. The final result looked good and the renal was receiving sufficient blood supply. The patient is reportedly doing well.